Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient developed an infection at the pump pocket site. The patient expired on (B)(6) 2018 from cancer. Unrelated to pump therapy. The pump was not explanted.